Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that subsequent to an electrocardiogram, the patient was told that the device was not working properly. The patient also reported feeling dizzy and light-headed recently. The device remains in use. No further patient complications have been reported as a result of this event.